Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the test strip was stored in poor conditions.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 70-210mg/dl fasting. Verified test strips expire 06/30/2018. Customer's test strips are being stored in the kitchen and opened vial date was (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 70-210mg/dl fasting. Verified test strips expire 06/30/2018. Customer's test strips are being stored in the kitchen and opened vial date was (B)(6) 2015. Reviewed meter memory 1:355mg/dl (B)(6) 2015 08:40:00 am fasting:yes, 2:351mg/dl (B)(6) 2015 06:32:00 am fasting:yes, 3:331mg/dl (B)(6) 2015 03:55:00 am fasting:yes, 4:341mg/dl (B)(6) 2015 09:54:00 pm fasting:yes, 5:291mg/dl (B)(6) 2015 06:02:00 pm fasting:no. Customers concern:411mg/dl fasting. No adverse event reported.